Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Root cause - use error: per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.

Event description:
It was reported that the insulin gauge was inaccurate and static. Reportedly the customer overfilled their cartridge. Customer continued to use the existing cartridge. Customer¿s blood glucose level was 388 mg/dl.